Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. There was no compromised force sensor system alarm noted. The pump had high idle current due to moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and the battery had been draining quickly. The customer's blood glucose was 179 mg/dl at the time of incident. The customer stated that the alarm occurred more than once in the last 30 days. The customer also stated that they received a compromised force sensor system alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.